Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va27gaf, implanted: (B)(6) 2020, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep): the lead migrated and patient had a loss of therapy. Patient was lifting heavy things at work which may have lead to the lead moving. They tried to increase stimulation to over 5.5v and still didn¿t feel any stimulation. Physician sent patient for a lateral x-ray which then showed the lead had moved. Revision will be scheduled as per physician. Date is unknown.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the revision had not yet been scheduled and the device was still in use/remained in patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID 978a128 lot# va27gaf serial# implanted: (B)(6) 2020 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: va27gaf, ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the reason for call was to report sudden change in symptoms control last month, return of urgency and abdominal pain. Patient said they increased stimulation by one click and had a feeling of having to go the bathroom constantly and sudden increase in abdominal pain like how it was before implant. Patient said that yesterday they increased the setting from 3.8 - to 5 on program 6 and didn't feeling anything when normally that would be way too high just a few clicks. Patient is concerned something may have occurred with the wire and said that last month they also noticed that when they lean on the wire it hurts. Patient called their doctor's office and was waiting for call back to schedule an appointment. When asked, patient said there were no changes to diet or medications or supplements, there were no falls, trauma or heavy lifting. Patient said that they know anxiety will affect their symptoms. Reviewed therapy information and general programming guidance. With instruction patient worked through each of the other programs: p1 - felt in left buttock and thigh; p2 - felt somewhere in butt, base of back; p3 - left foot; p4 - shoulder blade, said could be related to nerve issue; p5 - fluttering bottom of left butt cheek and back of thigh; p7 - left butt cheek and down left leg. Patient decided to switch back to p6 as that is the program that was helping and was told tested the best during implant. Pt did increase just a little, however still doesn't feel the sensation. Patient plans to monitor and track symptoms and was redirected to follow up with their doctor for further testing. Patient mentioned they are 4'9" tall and only weighs (B)(6) lbs.